Event description:
A distributor reported on behalf of a healthcare facility in china via a fisher and paykel healthcare (f&p) field representative that a 900pt290e autofeed chamber was found leaking before use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china via a fisher and paykel healthcare (f&p) field representative that a 900pt290e autofeed chamber was found leaking before use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint 900pt290e humidification chamber was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on the information and videography provided by the customer and our knowledge of the product. Results: inspection of the provided videography confirmed a water leak from the subject chamber. Conclusion: without the complaint device, we are unable to determine what caused the reported event. Every 900pt290e chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject 900pt290e chamber would have met the required specification at the time of production. The user instructions that accompany the 900pt290e humificiation chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarm." - "perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."